Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a right common femoral artery after and interventional procedure. Reportedly, after firing the clip the device became difficult to remove. In accordance with the instructions for use, the device was removed using counter-traction with an assertive pull. The access ports and the safety release were not used. After 2 minutes of manual compression, hemostasis was achieved. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip had been deployed. The exchange sheath had been completely slit to its distal tip and was undamaged. The distal end of the tube set was correctly aligned in the post deployed positions. The safety release button was in the distal post deployed position. The plunger was proximal and moved freely. Based on the condition of the device and the information provided in the incident description, these steps were not followed. When the device was opened the internal components were in the correct post deployed positions with the exception of the vessel locator wings. The vessel locator wings were broken away at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bonds. The broken vessel locator wings are consistent with tissue compacted between the vessel locator wings and the distal end of the tube set during thumb advancement interfering with collapse of the vessel locator wings after clip deployment. Removal of the stuck device without retracting the thumb advancer using the access ports subsequently caused the wings to break. Based on the investigation findings and the information provided the root cause for the damaged vessel locator wings and difficult to remove device is related to the operational context in which the device was used. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.